Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow up (ga23458867-3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the fact that the device was not returned, a specific cause of the phenomenon "one balloon was dislodged in the patient's body" and the phenomenon "in the case, one balloon was dislodged in the patient's body and the other was dislodged outside the patient's body" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the balloon was not lubricated and the balloon was attached using the balloon applicator. The balloon fell off in the patient at the beginning of the case. The second balloon started to come off and the medical doctor (md) felt the difference and was able to pull out the scope before it fell off completely. The user used an endotracheal tube.

Manufacturer narrative:
The device is not being returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00349.

Event description:
The customer reported to olympus at the beginning of the diagnostic endobronchial ultrasound (ebus) for cancer, the customer was using the evis exera ii ultrasonic bronchofibervideoscope and one balloon came off inside the patient and a second balloon came off outside of the patient. When the second balloon started to come off, the doctor felt the difference and was able to pull out the scope before it fell off completely. The procedure was prolonged to retrieve the first balloon with forceps and attach the new balloon. The diagnostic outcome was not affected and the procedure was completed without the balloon. No patient harm was reported. This report is related to the following patient identifiers: (B)(6): balloon model: maj-1351, serial number: (B)(6), (first balloon). (B)(6): balloon model: maj-1351, serial number: (B)(6), (second balloon that fell off outside of the patient).